Event description:
It was reported the patient had their device set at 14 volts and the device was shocking them so hard it brought them to their knees. The patient had their device repositioned in (B)(6) 2013. It was stated originally the patient¿s settings were way outside the manufacturer recommendations but since repositioning the patient had not been getting shocked. It was noted the patient was small so ins positioning was a little problem because they didn¿t have a lot of room for the ins.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID neu_ unknown_prog, serial # unknown, product type programmer, physician. (B)(4).